Event description:
Customer reportedly received results of 99 mg/dl and 358 mg/dl within 10 minutes on the advantage system. No quality controls were used. No adverse event reported. No actions taken based on device results. Requested return of suspect device and replacement was sent.